Event description:
It was reported that, after the patient had a magnetic resonance imaging (MRI) test performed, the device was found to be in backup vvi mode. The suspected cause of the event was electromagnetic interference (emi) from the MRI test, as no attempt was made to program MRI settings prior to performing the test. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming was performed to resolve the event. The patient was stable.